Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call indicating that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated with manual injection. Customer's father was offered to troubleshoot for high blood glucose but declined stating that patient has inserted new infusion set. The customer was advised to monitor blood glucose.